Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. **update** 11/10/2012- litigation papers received. It is now alleged that the patient suffers from pain, limited mobility, and large amounts of toxic cobalt chromium metal debris. The metal liner and femoral head have been added and initial emdrs created. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation attributed to stem position. Update: (B)(6) 2012- litigation papers received. It is now alleged that the patient suffers from pain, limited mobility, and large amounts of toxic cobalt chromium metal debris. The metal liner and femoral head have been added and initial emdrs created.